Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required antibiotic therapy, hospitalization, the removal of the patient¿s pd catheter (not a fresenius product) and the temporary transition to incenter hd for rrt. The etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 575 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2024. As a result, the patient¿s ceftazidime was discontinued, and the ip vancomycin dose was decreased to 750 mg every 3 days. On (B)(6) 2024, the patient contacted the outpatient dialysis clinic for ongoing abdominal pain and was referred to the emergency room. The patient was formally admitted, and the pd catheter (not a fresenius product) was surgically removed and replaced with a temporary hemodialysis (hd) catheter (not a fresenius product). The patient successfully underwent several treatments while hospitalized and was discharged home on (B)(6) 2024 in stable condition. The patient will be temporarily transitioned to incenter hd therapy for approximately 30-days to allow time for the patient¿s abdomen to heal. The pdrn reported the cause of the peritonitis is unknown, however it was not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient is recovering from the serious adverse events and will complete the remaining antibiotic dose intravenously (IV) during hd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6)2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 575 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6)2024. As a result, the patient¿s ceftazidime was discontinued, and the ip vancomycin dose was decreased to 750 mg every 3 days. On (B)(6) 2024, the patient contacted the outpatient dialysis clinic for ongoing abdominal pain and was referred to the emergency room. The patient was formally admitted, and the pd catheter (not a fresenius product) was surgically removed and replaced with a temporary hemodialysis (hd) catheter (not a fresenius product). The patient successfully underwent several treatments while hospitalized and was discharged home on (B)(6)2024 in stable condition. The patient will be temporarily transitioned to incenter hd therapy for approximately 30-days to allow time for the patient¿s abdomen to heal. The pdrn reported the cause of the peritonitis is unknown, however it was not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient is recovering from the serious adverse events and will complete the remaining antibiotic dose intravenously (IV) during hd therapy.